Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron clinical system electrolyte injection cup (eic) was overflowing. Customer reported that there was a clot in the eic. Customer reported that they were running the instrument in normal operating mode when the overflow occurred. Customer reported that fluid was accumulating on the floor, under the carbon dioxide (co2) acid reagent, in the reagent tray. Customer reported that about 50 to 100 milliliters of fluid overflowed. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they successfully cleaned the eic. Customer reported that they performed the alignment for sample probe to eic and eic height.

Manufacturer narrative:
(B)(4).